Event description:
It was reported that during a gastrectomy procedure, the stapler did not staple the distal line. Unk how the procedure was completed. No adverse consequence to the pt reported.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.